Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was discovered that the trinkle drilling attachment device stopped spinning. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device transmission shaft was broken and there was an unknown substance found on the ball bearings. It was also observed that the device failed the following pretests free movement test (would not spin). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning for the unknown substance and improper handling for the broken transmission shaft. If additional information should become available, a supplemental medwatch will be submitted accordingly.